Event description:
Additional information was received that a revision procedure was performed. The pace/sense portion of this rv lead was surgically abandoned. The shocking portion remains actively connected to the device. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device delivered a shock as a result of sensing noise. The patient was presented to their physician's office for device interrogation. Upon interrogation, right ventricular (rv) lead pacing impedance measurements were greater than 2,000 ohms with no capture. To date, no adverse patient effects were reported as a result of this clinical observation.